Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 110031408 (67377554) g2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 3 months post-implantation due to loosening of the inlay despite engagement of the locking mechanism. The loosening was noted during the postoperative period. During the revision procedure, intra-operative assessment confirmed the inlay was loose; the surgeon revised the loose inlay and re-implanted the inlay component. Attempts have been made and no further information has been provided.